Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: if further investigations are required, the product should be provided for examination. The insulation is made of ceramic. In all related articles, an average of 27.4 similar fracture-related cases occurred per year. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based on the investigation results, a CAPA is not necessary.

Event description:
Involved components. Pm973r - insulated outer tube 5/5mm 310mm - lot unknown. Pm450r - handle for bipolar instruments - lot unknown.

Manufacturer narrative:
Additonal information received related to patient harm. The patient harm changed to additional medical intervention as an x- ray was necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a jaw ins.bip.maryland diss.fen.5/310mm (part # pm438r) was used during a procedure performed on (B)(6) 2021. According to the complainant, the tip of the forceps was broken. A foreign substance of about 3 mm was confirmed by x-ray photography after the surgery. Therefore, when the bipolar tip was confirmed, the ceramic part was broken. The complaint device has not yet been returned to the manufacturer for evaluation. The fragment remained in situ. Although requested, additional information has not been made available. The malfunction is filed under (B)(4). Involved components: pm973r - insulated outer tube 5/5mm 310mm - lot unknown. Pm450r - handle for bipolar instruments - lot unknown.